Event description:
Reporter stated that he placed a kroger advanced anti bacterial triple pad technology fabric bandage on a wound on his finger and when he tried removing the bandage, the adhesive on the bandage pulled a portion of his skin causing an injury. He believes the product is unsafe therefore dangerous to consumer.